Event description:
Hospital reports motor hose "exploded" and incident of oil being deposited on patient's brain. Motor hose reportedly twisted prior to problems. Follow up by manufacturer revealed that there was no intervention or injury as a result of this incident.